Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a 20039e product was not available for investigation; however, the customer indicates that they experienced issues with priming the infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20106458 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e product in the past 12 months. Investigation conclusion: a 20039e product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 20106458.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues, and was clogged. The following information was provided by the initial reporter: can¿t prime with normal saline at beginning.